Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced problems at the insertion site post peg change. On an unknown date the patient was treated with possibly systemic antibiotics. No further information is available. Abbvie has made multiple attempts for additional information and clarification; however, no further information has been provided to confirm whether the patient had a stoma site infection diagnosed and what was done to treat it. Conservatively, this event is being reported.